Event description:
A pt, an MRI technologist, had a clip (marker) implanted following a biopsy. A post biopsy film showed that the clip was not near the skin. After having the marker placed, the pt returned to work a couple of days later and experienced a "ripping" feeling in her breast when she was near an MRI unit. The pt continued to feel that the marker was pulling inside her breast each time she moved, and had the clip removed about a week after it was implanted. The clip was located right underneath the skin at the time of removal.